Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Correctional/removal number: z-0955-2020. (B)(4). S/w 4.11c. Unit passed the displacement test. Unit received with cracked retainer and fading serial number label. The test infusion set/reservoir remains in place in the reservoir compartment.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.